Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that a (B)(6) patient developed a rash underneath the lifevest. The patient's doctor prescribed her an unknown medication. The patient reported that the irritation eventually healed.